Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified infusions set was over infusing . The following information was received by the initial reporter with the following verbatim. It was reported by customer that "the cefepime ivpb hung and two minutes later the 100ml was empty. IV pump was programmed at 25ml/hour."

Manufacturer narrative:
The customer provided material and the information was updated in d tab. The customer reported the secondary tubing backflowed into the primary set, which caused flow issues. The two sets, one primary and one secondary, were returned, but the material was not reported. Upon initial visual examination, the sets had no defects or abnormalities. The two sets were set to run at 25 ml/hr as reported, for 1 hour. After the hour was completed, no issues were found with either set, or with the flow accuracy. The backflow test was conducted with the secondary infusing blue dye, and the primary infusing water. The blue dye went right up to the edge of the back check valve on the primary, but did not cross, and the back check valve prevented any back flow into the primary IV bag. The complaint of backflow could not be verified. The root cause for the failure was unable to be determined. The possible root cause is related to clinical practice. However, the customer provided a photo of the setup, and no issues were observed there. We apologize for any inconvenience the tubing has caused. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.